Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because does not turn on was not resolved with troubleshooting. The subject meter and test strips have been returned and evaluated by product analysis on (B)(6) 2012 at (B)(6) 2012, respectively with the following findings: complaint not confirmed and erasable programmable read only memory failure.

Manufacturer narrative:
The meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis with the following findings: complaint cannot be confirmed. However a secondary issue was found where erasable programmable read only memory failed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.